Event description:
Patient had successful implant of a bifurcated device and two proximal cuffs in 2008. During a follow up visit, a massive type ii endoleak was detected. The patient was brought back in to explant the devices and sew in a surgical graft.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context and patient's condition contributed to event. Evaluation of explanted stent grafts revealed no damage to integrity of the stent cage of graft material.